Event description:
A valiant thoracic stent graft system was implanted for the treatment of an acute type b aortic thoracic dissection, thought to be secondary to high blood pressure, under physician sponsored ide#(B)(4). Aneurysm and vessel morphology are unk. The procedure was noted as an uneventful exclusion of a thoracic dissection. Post-operative course was complicated by very severe headaches, which the pt described as intense and worsened with sitting and standing. The pt was observed closely. Headaches improved each day and were completely resolved. No clinical sequelae were reported and the pt is fine. No additional info is available.

Manufacturer narrative:
Results: headache. No further info available. Conclusion: no further info available.